Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted in-hospital after receiving inappropriate therapy due to noise. Low impedance and output circuit damage were noted. Noise was reproducible with provocation testing. Lead was explanted.